Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after the intraocular lens (iol) implantation surgery in the right eye, on 7 days post operative, the target refraction was -6d with a cylinder of -1.25 diopters, far off the target refraction. The actual target refraction was 0 and according to the iol master, the values was calculated and implanted correctly. Upon reviewing the postoperative data in the iol master, the lens thickness in the right eye appears significantly greater than in the left. The most probable causes are considered to be either a potential labeling error regarding the iol or incompletely removed viscoelastic material. In both scenarios (incorrect diopter power or residual viscoelastic material), a secondary surgical intervention will be required, either to remove the viscoelastic material or to exchange the iol. The secondary intervention will be scheduled for next week. In case of iol exchange (same model and same diopter power) lens will be implanted as per the originally calculated lens power. Additional information was received stating that, after explantation of the previous iol, a new iol of same model and diopter was implanted. The planned refractive outcome was achieved after the secondary intervention; the patient was reported as emmetropic. No complications or abnormalities occurred during the secondary intervention. No residual viscoelastic material in the eye was observed. No signs of mishandling or miscalculation by the user were identified, as the patient achieved the intended refractive outcome of emmetropia with the same diopter lens.